Event description:
It was reported that the omega lag screw broke upon insertion into the patient. The breakage was observed during the last half-turn of the screw.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: both positioning grooves of the end part of the lag screw are clearly badly damaged (deformed and spread out). It indicates that either the lag screw had not been properly assembled with the lag screw adapter or just inadequate use (overtightening) has resulted in these deformations. The threaded part of the lag screw is still intact though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was most probably caused by an overtightening. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the omega lag screw broke upon insertion into the patient. The breakage was observed during the last half-turn of the screw.